Event description:
Customer reported she was experiencing high blood glucose readings off and on for about a month. Customer states blood glucose range has gone up to 300 to 400 mg/dl. Customer stated they tend to go up when it almost the end of wearing her infusion set and tends to have bent cannulas. Customer stated her current blood glucose was 450 mg/dl, treated with manual injection. Troubleshooting was performed. Customer symptoms were she felt tired and feels sick. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Settings were reviewed and were correct. Customer performed high pressure test, device passed. Customer was advised the device was working how it is intended to function. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.